Event description:
Pt underwent open heart surgery at (B)(6) on (B)(6) 2015 who now appears to have an atypical mycobacterial infected vascular graft. She was hospitalized yesterday at (B)(6) and underwent removal of the infected aortic valve and aortic graft (which showed afb on smear of the graft material) today and is now being treated. In reviewing what records located on (B)(6) 2017, it appears that she has done well following her surgery until recently when the pt experienced sternal pain she was evaluated at (B)(6) and blood cultures obtained there on (B)(6) 2017 grew mycobacterium avium intracellulare complex (mac) - these cultures were sent to (B)(6). It appears an attempt was made to treat this pt with an antimicrobial regimen by the local infectious disease physician, and then subsequently instructed to contact her cardiovascular surgeon at (B)(6) around (B)(6) 2017. The pt had taken. To day, we have not had a suspected or confirmed case of m. Chimaera at (B)(6).